Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g3, g6, h2, h6, and h10. Complaint conclusion: as reported, the inner package of a 5f mynx control vascular closure device (vcd) was not sealed and the device was contaminated; touched nonsterile area. There was no reported patient injury. No further information was provided. The device was not available to be returned for analysis as it was discarded. The product history record (phr) review of lot f2310101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿packaging/pouch/box-compromised sterility-open seal¿ could not be confirmed since the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Without the return of the product¿s packaging, and based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr nor the information available for review suggests that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner package of a 5f mynx control vascular closure device (vcd) was not sealed and the device was contaminated; touched nonsterile area. There was no reported patient injury. The device will not be returned for evaluation because it was discarded.